Event description:
Customer reported air bubbles in the reservoir. The blood glucose reading was 103 mg/dl. Customer stated that the insulin pump was not rewound with the reservoir in place. Customer was assisted in priming out the air bubbles. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.